Event description:
Patient reported left side "there are thin accommodation folds and a thin blade of liquid near the implant." Patient additionally reported pain, local heat, fever, edema, capsular contracture baker grade unknown, and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe as it is a medical event that is not related to the device. ¿ crease/folding of implant: no observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ fever: unable to observe as it is a medical event that is not related to the device. ¿ edema: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "there are thin accommodation folds and a thin blade of liquid near the implant." Patient additionally reported pain, local heat, fever, edema, capsular contracture baker grade unknown, and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported, "there are thin accommodation folds. And a thin blade of liquid near the implant". This is for the let side. The device remains implanted.

Event description:
Device has been explanted and replaced.